Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drill bit calibr ø4.2 x-long was broken intraoperatively during a surgical procedure. The event involved the drill bit losing its tip while performing distal blocking of the law system, resulting in a strong metallic sound and the need to stop the procedure. The fragment that became lodged in the bone was successfully removed, and a second drill bit was used to complete the procedure. The surgery was extended by approximately five minutes due to the incident, but all fragments were extracted, and there was no impact on the patient's functionality or anatomy. The event did not result in any patient involvement, modification of anesthesia, or significant increase in surgical time.